Event description:
The company representative reported that the physician called him in 2009, and stated he used the device for the first time on the event date, and treated a patient and there were no device or procedure issues. However, the patient began experiencing a problem after the procedure and was admitted to the ER. The patient seems to have an abscess and air in the chest.

Manufacturer narrative:
There was no allegation of device malfunction or procedure inadequacies. Patient issue possibly caused by fastener placement too high in the esophagus and puncture and fastening of the pleural sac above diaphragm. The user reported that the patient had a left pleural effusion and an abscess. The abscess was drained and a thorocatomy was performed to correct the effusion. Antibiotics were administered. The patient recovered and was scheduled for release in 2009.